Event description:
It was reported that left hip revision surgery was performed due to hip pain and other complications. In his operative note, the surgeon reportedly described metal debris, gray tinged fluid, necrotic tissue and elevated metal ion levels in the hip joint.

Manufacturer narrative:
(B)(4) investigation summary.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to hip pain and other complications. During revision, the hemi head and the modular sleeve were removed while bhr cup and synergy stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. It was reported that left hip revision surgery was performed due to elevated metal levels, persistent pain, and x-rays showing evidence of periarticular bone resorption consistent with periarticular osteolysis. There was noted to be a substantial amount of gray-tinged fluid in the joint; it was clear. It did not appear to be purulent. It was sent for culture, sensitivity, and cell count, however no reports or results were provided. It was reported there was a substantial amount of granulation type giant-cell reaction to metal debris and a moderate amount of abductor muscle damage with necrotic tissue noted. Debridement was performed as well as irrigation. It has also been reported that this patient died of natural causes 12/27/2017. Without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported metal debris, gray tinged fluid, necrotic tissue and elevated metal ion levels found intraoperatively cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. It was also noted that use of a competitor¿s liner (zimmer), was implanted at the time of revision, alongside the remaining bhr cup . This activity was performed contrary to the instructions for use of for bhr implants which states under its important medical information, ¿do not mix components from other manufacturers.¿ without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.